Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient presented to the emergency room for pain. A small hematoma was observed and the device was explanted. The patient is doing well and there were no reports of further complications.